Event description:
An endeavor resolute rx drug-eluting stent, length 30 mm, diameter 2.75 mm was intended to treat a 95% stenosed lad lesion in a pt. It was reported that two attempts were made to pass the device across the lesion and after the second attempt, damage was noted to the stent struts. The lesion was initially pre-dilated with a 2.5 x 12 mm compliant balloon at 12 atm. An unsuccessful attempt was made to cross the lesion and the device was withdrawn. A second pre-dilation was performed with a 2.5 x 10 non-compliant balloon at 18 atm. The stent did not cross the lesion on the second attempt and, on withdrawal from the pt, damaged was noted to the struts. No pt injury occurred.

Manufacturer narrative:
Eval summary: the device was returned to medtronic for eval. The stent was positioned on the balloon between the inner shaft markers and balloon pillows as per specifications. The eleventh distal and eleventh proximal stent segments (i.e. Middle segments) were raised, deformed and pulled distally.(B)(4). Eval results: failure to deliver stent, stent deformation; 95% stenosis. Eval conclusions: 95% stenosis.